Event description:
"Port a cath". The catheter will infuse but will not aspirate. There is some mild resistance to infusion. Some leakage from the side of the catheter is apparent near the apex of the catheter curvature where it enters the jugular venotomy site. This suggests a catheter perforation or leak. Catheter tip at the junction of svc and right atrium appears adherent to the right lateral vessel wall, likely indicating tiny fibrin sheath.